Event description:
Physician reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10jul2024.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿rupture: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. As per the investigation procedure missing particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Physician further reported left side was ruptured. A capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture can not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.